Event description:
Philips received a complaint on the heartstart mrx device indicating that the device has a power issue.

Manufacturer narrative:
The field service engineer (fse) evaluated the device onsite and determined that there was a malfunction of the power module and the battery. The power module and battery were replaced and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.